Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported systeme error 105 was confirmed and reproduced through evaluation. The issue was determined to have been caused by a failed motor flex. The motor assembly was replaced.